Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a failed battery test. The blood glucose reading was 249 mg/dl. The batteries had been out of the insulin pump for over an hour. Customer stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damage or corroded. Customer also reported that the keypad became unresponsive. Nothing further was reported.